Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient says that their implanted neurostimulators are not working properly even at the lowest setting. Pt says that the ins "that deals with my neck has a puffy bulge around it and has a burning sensation around where the battery is". Pt says the lack of pain relief started probably about 6 months ago and the burning sensation just started 2 days. Pt says that they also get a shocking sensation. Pt reports no falls or trauma.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97715 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.